Event description:
Customer reported a crack on the lip of her reservoir compartment. The customer's blood glucose was 441 mg/dl. The customer was not aware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.